Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when it displayed a rise rate error resulting in the procedure being delayed for 30 minutes. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received.

Manufacturer narrative:
Additional information: the contract manufacturer was not able to confirm the reported event. Based on the IFU and the risk documentation the issue could have been due to an issue with the electrodes or cables being used at the time of the reported event, or poor tissue contact.

Event description:
It was reported that the multigen radiofrequency generator was being used in a procedure when it displayed a rise rate error resulting in the procedure being delayed for 30 minutes. Attempts to obtain additional information were made, but were not successful.